Event description:
Doctor was deploying a stent into the patient's right sfa during a surgical case. The doctor got the stent 3/4 of the way deployed when the device deployment handle jammed and would not allow full deployment. The doctor took the handle apart and finished deploying the stent safely and completely in the patient. There was no harm to the patient. The manufacturer was notified and a representative will pick up the stent involved.